Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) faulted with "energy activation interrupted" message during the monopolar energy activation. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors c-30 and m-11 and informed the customer that the iesu needed service. The tse assisted the customer with connecting backup covidien generator. The surgeon confirmed the monopolar energy was working using the covidien generator and continued the procedure robotically. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator as it failed the electrical safety test. The system was tested and verified as ready for use. Isi received the erbe generator to perform failure analysis. The unit was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. The erbe energized, cauterized and all ports recognized instruments. The complaint was not confirmed by failure analysis.